Event description:
The user facility reported a small blood leak was observed coming from the tubing connection between the heat exchanger and the oxygenator during a bypass procedure. Because the leak was small, no other action was determined to be necessary and the unit was not changed out. The reported blood loss is estimated to be between 5-10 cc.

Manufacturer narrative:
Sample not returned for eval, review of info provided by the user facility and quality records. The involved device was not returned for eval, which limits the failure investigaiton. A review of the complaint files confirmed that this lot number has not been reported previously. A review of the device history record confirmed that there were no production related problems for this lot number. The device labeling does address the potential for such an occurrence with specific directions to prime the entire oxygenator circuit while thoroughly checking for any signs of leakage prior to use. All available info has been placed on file for use in qa tracking, trending and follow up.